Event description:
Related manufacturer reference number: 2017865-2021-35483, 2017865-2021-35481. It was reported the patient presented in clinic due to a pocket infection and developed some sepsis. The patient's implantable cardioverter, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.